Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 2020, and barbed suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. A manufacturing record evaluation was performed for the finished device pgm815 batch number, and no non-conformances were identified. Additional h3 investigation summary: an empty opened foil, a detached needle and a suture piece of product code sxpp1a201, lot # pgm815 was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, body fluids and suture piece could be observed still attached to needle, marks that appears to be by use of the surgical instrument were found at the barrel hole. One suture end was noted with marks by surgical instrument and the second end was noted with a lineal cut. In addition, body and some barbs were observed damaged by use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicate an improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.